Manufacturer narrative:
The insulin pump had bleeding display glass, minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer's father reported via telephone call that there was a black blob on the display of the insulin pump. The blood glucose reading was 150 mg/dl. He was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. He was advised that the insulin pump would be replaced and agreed to return the product for analysis.